Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 9/11/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac arrest requiring cardiac massage (superficial compression¿s) and cardiac tamponade requiring pericardiocentesis. During the procedure, while ablating on the ridge between the left superior pulmonary vein (lpv) and the left atrial appendage (laa), the patient suddenly had a cardiac arrest, and cardiac massage was required. After the patient came back, an echography was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of blood from the pericardial space. After that, fluoroscopy and echography confirmed that the effusion was over. Extended hospitalization (2 days) was required as a result of the adverse event. Patient¿s outcome is improved. The physician did not provide a causality opinion. Transseptal puncture was performed with a brk transseptal needle from st jude medical (ref: (B)(4)). There was no evidence of steam pop during the ablation. The irrigation was set at 2 ml during mapping and 17 ml during ablation. Pre-rf time: 1s and post-rf time: 2s. The force visualization features used graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range: 3 mm and time: 3s. The additional filter used with the visitag module were force over time: 25%, minimum force: 3 mm and respiration adjustment. The color option used prospectively was tag index (range 400 to 500). No error message was observed on any biosense webster, inc.equipment. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter. During the procedure, while ablating on the ridge between the left superior pulmonary vein (lpv) and the left atrial appendage (laa), the patient suddenly had a cardiac arrest, and cardiac massage was required. After the patient came back, an echography was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of blood from the pericardial space. After that, fluoroscopy and echography confirmed that the effusion was over. Extended hospitalization (2 days) was required as a result of the adverse event. Patient¿s outcome is improved. The device was visually inspected and during the first inspection no visual damage or anomalies were observed. During the second visual inspection, it was found with a bent-on the shaft; however, it could be related with the handling. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor could not be tested due to the catheter failed irrigation. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The deflection test was performed and it was found within specifications. The irrigation test was performed and the catheter failed the irrigation test. The irrigation tube damage is related to the kink in the body shaft. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the kink on the body of the shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to handling; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).